Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error, and a request was made to have data from the device analyzed in order to obtain a timeline for replacement. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement within 90 days. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected; however, the device is in quarantine and will not be available for return until 2024. Should it be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error, and a request was made to have data from the device analyzed in order to obtain a timeline for replacement. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement within 90 days. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.